Event description:
The contact stated that the customer opened a new carton of test strips containing 2 bottles of strips and found the cap open on one of the bottles. While troubleshooting the customer performed control tests and received results of 243 and 228 mg/dl. The normal control range was 101-139 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.